Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. Weekly measurements showed an increasing trend in the pacing impedance measurements. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.